Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the user guide: do not ignore how you feel. If your glucose alerts and readings do not match what you're feeling, use your blood glucose meter to make diabetes treatment decisions or, if needed, seek immediate medical attention.

Event description:
It was reported that the customer's blood glucose (bg) was 20 mg/dl at night. Reportedly, as customer had not been using the continuous glucose monitor to monitor bg. Customer abruptly ended phone call with tandem technical support prior to additional information was received.